Event description:
It was reported the ems was used during a laparoscopic hernia procedure. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.

Manufacturer narrative:
D5; h4: info not available. Endopath endoscopic multifeed stapler: based on the functionality testing, the instrument was received with one staple in the nose. The staple was removed and it fired the remaining 1 staple successfully.